Event description:
It was reported by family member it was questioned if the device was functioning properly. The device was removed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.